Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A surgical consultant reported suction loss on a patient's left eye after the canal was made during flap creation. The doctor was able to proceed and completed the flap.

Manufacturer narrative:
The review of logfile for the day of treatment shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted after the warning message after the canal was made. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The system was working within specification. No technical root cause was identified. The root cause is user handling. (B)(4).